Event description:
During a pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared correctly. Both the sheath and introducer were flushed, and the deflection was tested. The first sheath was used to go transseptal before backflow and leaking were discovered. The sheath was replaced with a new sheath that was also properly prepared. The rest of the case was completed successfully until the non-boston scientific mapping catheter was inserted and during post mapping the same issue was observed. Leaking appeared to happen with manipulation of the catheter but was fine if it was left in place without any movement. The procedure was completed without patient complications. The device has been returned to boston scientific and is pending analysis.

Event description:
During a pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared correctly. Both the sheath and introducer were flushed, and the deflection was tested. The first sheath was used to go transseptal before backflow and leaking were discovered. The sheath was replaced with a new sheath that was also properly prepared. The rest of the case was completed successfully until the non-boston scientific mapping catheter was inserted and during post mapping the same issue was observed. Leaking appeared to happen with manipulation of the catheter but was fine if it was left in place without any movement. The procedure was completed without patient complications. The device has been returned to boston scientific and is pending analysis. Additionally, further information indicated that no abnormalities were observed during preparation, and the luer was undamaged. The leak was detected after the transseptal procedure and the device was replaced. A second leak occurred with the sheath during the post-mapping. No air was seen in the sheath or in the patient. A third sheath was used to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.:upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing. Microscopic and dissection inspection revealed tears the external and internal hemostatic valves had tears by the center slit.

Event description:
During a pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared correctly. Both the sheath and introducer were flushed, and the deflection was tested. The first sheath was used to go transseptal before backflow and leaking were discovered. The sheath was replaced with a new sheath that was also properly prepared. The rest of the case was completed successfully until the non-boston scientific mapping catheter was inserted and during post mapping the same issue was observed. Leaking appeared to happen with manipulation of the catheter but was fine if it was left in place without any movement. The procedure was completed without patient complications. The device has been returned to boston scientific and is pending analysis. Additionally, further information indicated that no abnormalities were observed during preparation, and the luer was undamaged. The leak was detected after the transseptal procedure and the device was replaced. A second leak occurred with the sheath during the post-mapping. No air was seen in the sheath or in the patient. A third sheath was used to complete the procedure.